Manufacturer narrative:
Qn#(B)(4). Associated mdrs: 3006425876-2023-00012, and 3006425876-2023-00013.

Event description:
Customer reported "I wanted to bring this issue to you attention regarding the plastic clip that hold the cvc line in place and that we stitch it to the patient neck has come through the plastic securing part. I have been told this has happened on a couple of patients." It was reported the catheter migrated and the line was secured with a dressing and removed at the end of treatment. No patient injury or medical intervention was reported.

Event description:
Customer reported "I wanted to bring this issue to you attention regarding the plastic clip that hold the cvc line in place and that we stitch it to the patient neck has come through the plastic securing part. I have been told this has happened on a couple of patients." It was reported the catheter migrated and the line was secured with a dressing and removed at the end of treatment. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00012; 3006425876-2023-00013; 3006425876-2023-00014. The actual sample was not returned; however, the customer provided three photos for analysis. In two of the photos the catheter is pictured inside the patient with a box clamp attached to the body. It appears as though the box clamp is not fully secured around the full diameter of the catheter. Sutures can be observed on the box clamp and on at least one of the catheter hub juncture wings, but the entire catheter juncture hubs are not visible. A third photo shows the box clamp assembly with the clamp insert and the fastener. The clamp insert is not fully recessed into the fastener, however, no specific damage or defects can be observed in the photo. Based on the photos, the customer report of catheter migration was able to be confirmed, however, a probable root cause could not be determined without the sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." In the customer provided photos, sutures are observed on one of the catheter hub, however, it is unclear if the catheter hub is secure in both cases in the images. The IFU also gives instructions on proper use of the clamp/fastener assembly: "a catheter clamp and fastener are used to secure catheter when an additional securement site other than the catheter hub is required for catheter stabilization. After guidewire has been removed and necessary lines have been connected or locked, spread wings of rubber clamp and position on catheter making sure catheter is not moist, as required, to maintain proper tip location. Snap rigid fastener onto catheter clamp. Secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration." The complaint of catheter migration was able to be confirmed by customer provided photos. The customer photos show a box clamp that is not fully secured to the catheter body which could contribute to catheter migration. Images of the box clamp show the clamp insert not fully recessed into the fastener, however, no damage is observed in the photo. Full complaint verification testing (including dimensional and functional testing) could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot identified from sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.